Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with compounded baclofen intrathecal 320 mcg/ml at 177.93 mcg/day, clonidine 2 mg/ml at 1.1120 mg/day, and morphine 25 mg/ml at 13.9 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. A pump motor stall occurred on (B)(6) 2016 at 12:44 without recovery. The motor stall was discovered during initial interrogation. The patient did not recently have an MRI. The patient began hearing the audible alarm on (B)(6) 2016 and experienced a gradual onset of withdrawal symptoms of nausea, tingling, and pain. Troubleshooting occurred with the hcp reviewing pertinent information per their inquiries and the reporter would confer with the patient. Additional information was received from a consumer indicated the patient had a new pump implanted on (B)(6) 2016 and "she got out on (B)(6) 2016". Information was also received from the hcp indicated the patient was transferred to a medical center and the pump and catheter were replaced on (B)(6) 2016. The start date of the clonidine, compounded baclofen, and morphine was 2008 and was therapy was ongoing. Other medications the patient was taking at the time of the event included relistor, hydroxyzine, mavik, and atorvastatin. The patient¿s pertinent medical history included neck and back pain status post fusion. The cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.